Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was implanted after the ubd (use by date), apparently in the context of a permanent pacemaker being used in a temporary capacity post-infection. Within one week the device was explanted and replaced when a new permanent system was implanted. No patient complications have been reported as a result of this event.